Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation. Per tandem's t:slim x2 g5 user guide, ¿do not remove or add insulin from a filled cartridge after it is installed on the pump¿.

Event description:
It was reported that multiple, intermittent cartridge alarms (alarm 29) occurred with multiple cartridges during the load process. Blood glucose was not impacted. Reportedly, the customer refilled a used cartridge with insulin and was able to successfully load it onto the pump. The customer continued using the pump for insulin therapy.